Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/01/2016. Additional information was requested and the following was obtained: please clarify the product code(s) of the device(s) used in this procedure. The sales rep called to report that the product code is 7880, not 7880e. He has it in his possession. The original product code reported was 7880e, for an ethicon e-pack. The lot number provided, kam487, corresponds to product code z880g. A. Was an ethicon e-pack used for this procedure? No. What were the product codes and lot numbers of the three needles that bent? Same representative samples were examined for visual defects and none was found; these packets were opened and the needles were attached to the sutures. The swage area of the needle-sutures was examined for visual inspection attribute defects and no attachment defects or needle bending was noted. All needles presented good condition.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle kept bending while suturing. The procedure was completed using another like device. There was no patient consequence reported.